Manufacturer narrative:
The reported event of insulation damage was confirmed but the reported event of noise was not confirmed. A complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the outer insulation damage consistent with procedural damage. The cause of the reported event of insulation damage was due to procedural damage.

Event description:
It was reported that during procedure, the patient's right atrial (ra) lead had noise and an insulation breach. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.